Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the lower shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 2000.0 mcg/ml at 1171.5 mcg/day via an implantable pump. The indication for use was not reported. It was reported a motor stall occurred. Logs confirmed the motor stall occurred on (B)(6) 2018 at 03:35. The patient did not have an MRI, and electromagnetic interference (emi) was not present. It was unknown if any environmental, external or patient factors reported might have led or contributed to the event. The pump was not from trunk stock. The patient was admitted to the intensive care unit (ICU) for sudden baclofen withdrawal and was given 40 mg of oral baclofen and ativan for withdrawal symptoms. A motor call recovery had not been seen. None of the interrogations resulted in a recovery. The pump was explanted, and the pump was replaced. The pump would be returned to the device manufacturer. The issue was resolved. The patient's status was alive - no injury. Information regarding the pump implant date and patient¿s gender was unavailable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.